Event description:
The customer reported a failure to alarm.

Manufacturer narrative:
The customer reported a failure to alarm. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).